Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 437 mg/dl. The customer has neuropathy on his hands and feet. The paramedics were called and he was taken to the hospital. The insulin pump alarmed no delivery but he was wearing the infusion sets longer than two to three days. The customer was reusing his infusion sets. The customer had a tumor removed from his brain. The device was not returned.